Event description:
During the procedure, a 7-french oscor introducer was used. The introducer broke in two at the handle, which made it difficult for the operator to perform the procedure. We had to open another oscor introducer. Did the incident actually have serious consequences for the patient, the user or a third party? Yes. Please describe the possible serious consequences and the reason why the incident is considered serious: risk of injury. Is the device available to the manufacturer for analysis? No. On (B)(6) 2026 customer provided translation from swiss medic report. Event description: the device was used to treat an endoleak of the right renal artery with an access through the left axillary artery. Introduction of the destino twist direct through the axillary artery. During the navigation to the target vessel, the introducer sheath broke in two parts at the level of the handle, which bring the operator in a difficult position. Another introducer has been taken to finish the procedure. No pictures of the event were taken or available. A delay of 2 minutes was taken to finish the procedure which was successful with the second device taken. No harm to the patient. Device will not be returned for analysis, right after the event, the users of the broken device packed it into its original packaging and left it in the arsenal 26 with a notice "reci ne pas jeter = do not throw away". But on monday the (B)(6) 2026, they couldn't find it back, their conclusion is that it has been thrown away.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up will be submitted as soon as the investigation is complete. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report.